Manufacturer narrative:
Sections d1, d2, d4, d5, d10, h4, h5, h8: updated with device information. The suspect device was changed to the patient therapy controller. Internal complaint number: (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional testing. The evaluation determined that the issue was caused by a programming event with the ptc during the pump's daily diagnostic. Based on the results of the investigation, the reported event was confirmed. Section b5: updated with additional information. Internal complaint number: (B)(4).

Event description:
It was reported that the patient had a lumbar sympathetic plexus block on (B)(6) 2016, and the pump was likely exposed to electromagnetic interference during the procedure.

Manufacturer narrative:
Device evaluation: the device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) and the clinician programmer displayed error messages when inquiring the pump. Troubleshooting was performed, but was unsuccessful. The patient also reported experiencing possible withdrawal symptoms. The device was explanted and returned for evaluation.